Event description:
Consumer stated he "just used my shyn for the first time and a bunch of the brush head fibers came out in my mouth. Both blue ones and whites ones. It was not enough to cause gaps in the brush head but it was a pain to rinse them all out of my mouth." Unable to retrieve product as consumer didn't respond.